Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera colonovideoscope was insufficient for all angles. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were inside of the nozzle which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, it was observed that the play of the up and knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that there were foreign objects clogging the nozzle due to insufficient cleaning or handling of the scope. It was observed that water tightness was not maintained due to a pinhole in the forceps channel. Also, water tightness was not maintained in the up and down knob causing corrosion. It was also observed that the air and water supply cylinder was corroded due to handling. It was observed that the objective lens was missing due to external factors. It was also observed that the suction cylinder was scraped due to external factors. Water coverage was observed on the electrical connector. Lastly, scratches were observed on the following unit components due to external factors: tip cover, up and down knob, up-down angle fixing lever, right-left angle fixing knob, operation part, on the hardness adjustment ring, switch 1, operation unit cover, right and left knob, the grip, switch box, universal cord, on the scope connector and on the operation part side oredome of the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.